Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that insulin pump up and down buttons were sticking. Customer stated that insulin pump had rewind or prime more than once, rejected batteries, no delivery alarm, diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device primed properly. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and cracked belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).